Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information indicated by medtronic that the insulin pump had an under delivery alarm. Customer also experienced a high blood glucose and the value was 360 mg/dl and 319 mg/dl also treated with insulin pump. Customer was alleging the insulin pump due to high blood glucose. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis. The reservoir will not be returned for analysis.